Manufacturer narrative:
Testing and investigation found that the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history. Further testing found that the device was warm to touch and the device cooling fan was rotating slower than expected. The probable cause of the customer complaint was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with a s233 (overtempature-psc) malfunction alarm code and was hot to touch. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.